Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
The user experienced a high glucose event on february 18, 2026 at 3:58 am. At the time of the event, no sg readings were displayed, but the user confirmed a blood glucose value of 219 mg/dl using a fingerstick. The user did not seek professional medical treatment and resolved the high glucose episode independently by taking insulin. This MDR is submitted retrospectively following an internal review.